Event description:
The customer stated that he was hospitalized due to hypoglycemia. The reported blood glucose reading at the time of the phone call was 100 mg/dl. Troubleshooting was performed and found that the insulin pump was programmed correctly. The customer stated that he was snacking at dinner prior to the event. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.